Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon occurred because the main circuit board failed. The exact cause of the failure of the main circuit board could not be conclusively determined because there was no sending of the actual product. Based on the reported information, it is inferred that the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated when the subject device started up, and the front panel was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel display went black. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.